Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible undersensing on the right atrial (ra) and right ventricular (rv) leads. It was noted there was a wide complex tachycardia on telemetry with no evidence of arrhythmia. The leads remain in use. No further patient complications have been reported as a result of this event.